Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip.

Event description:
Customer reported via phone call that the top section of the reservoir compartment was cracked. Reservoir would not stay in correctly. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.